Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite non-hand control froze up and overheated. The account reported that the handpiece froze and the handle got hot. They had a backup and completed case. No delay or patient impact as a result.

Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200617s was received on april 14, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of overheating was confirmed. Mdu failed for grinding gearbox and overheating. The motor/gearbox assembly was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A grinding gearbox will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. Device returned for evaluation. Device evaluated by the manufacturer. (B)(4).